Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6) called in for help on error code 200-5040 on 8100 unit. Which is a software version compatibility failure on the unit needs to reflash the software on the unit. Walk through step first making sure he has the firm ware files oad in his profile on his asm software. Which I sload, walk customer steps to start the flashing of the 8100 unit once let customer know. It will take about 20mins. To dlash once comlete power unit off back up in normal mode to make sure it resolve the issue. If it does not please call us back. (B)(4).